Event description:
It was reported that the latch lock cassette is defective. The customer returned the product for the defective latch lock cassette and during functional testing it was found that the pump showed error 1660. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the device failed functional tests, showing error 1660. The manufacturer representative replaced the mainboard.